Manufacturer narrative:
The pacemaker remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Laboratory analysis determined that this device experienced normal battery depletion. Detailed mechanical and electrical testing was performed. The device functioned normally throughout testing. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately, relative to the actual battery condition. However, service life fell slightly short of longevity expectations as depicted in the instructions for use that were originally approved and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.

Event description:
Our company received information eight months later that this device was explanted and returned for analysis after seven years of implant time. No adverse patient effects were reported.

Event description:
Boston scientific received information that during a follow-up visit, this device displayed less than six months remaining. After the lead diagnostic testing was performed, the device displayed two years remaining. A technical service consultant was contacted and stated that the change in the lead impedance measurements on both chambers was likely the cause of the longevity change. No adverse patient effects were reported. Factors influencing operating current include pacing rate, amplitude, pulse-width, lead impedance, and the last 30 days average pacing percentage. Device reprogramming affecting pacing demand, temporary ambulatory suspension of the rv pace auto capture feature, and gradual changes in lead impedance are some factors affecting operating current which may cause a revision to the longevity. The estimated longevity remaining and battery status gauge displayed by the programmer are based on battery current consumption calculations at the time of interrogation, and calculations performed internal to the device are suspended during the session. When ambulatory (away from the programmer), the device periodically assesses operating current and may revise the elective replacement time (ert) declaration point to ensure a minimum of 3 months battery life between ert and end of life (eol). This device assessment of operating current, battery charge state, and revision of the longevity may cause differences and fluctuations relative to the previous programmer battery status indicators.